Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing directional flow sensor" was not observed. Evaluation found the device was not missing the directional flow sensor, but was missing the direction of flow label and shim. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing the direction of flow label and shim. The case shimming required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had missing directional flow sensor found in the biomedical service department. There was no patient involvement. No additional information is available.